Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 584 mg/dl and 414 mg/dl at the time of the incident. Customer stated did insulin get low at one point blood glucose was 36 mg/dl. Customer treated with insulin pump for high blood glucose. The insulin pump go in to auto mode at all. The device will not be returned for analysis.